Event description:
It was observed that during the device evaluation, the [product] exhibited [reportable event]. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable, universal cord, protector of universal cord and mount case unit were found to be sticky. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a sticky video cable, universal cord, protector of universal cord and mount case unit. There was no patient involvement.

Manufacturer narrative:
B5: correction h2: correction correction is being made to previously submitted b5.